Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in good condition. The microswitch was missing the lever arm. Functional testing confirmed the complaint. The root cause was due to a broken and missing microswitch lever from usage. A device history record (DHR) review showed this device passed all functional tests including interlock switch test for proper disposable detection and there was no recorded discrepancy or rework. The microswitch was replaced, performed preventative maintenance (pm) and calibration. Device passed all functional and delivery tests.

Event description:
Additional information was received: event occurred in biomedical engineering workshop. This was discovered prior to patient use. The event was still on going. There was no patient injury and no medical intervention.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the 'disposable set' alarm will not disarm despite the set being properly installed. Patient involvement is unknown.